Event description:
It was reported that, a 980 ventilator generated a severe occlusion diagnostic message. There was no patient involvement at the time of the event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed